Manufacturer narrative:
The reported events of lead dislodgement, failure to sense, and failure to capture were not confirmed. As received, a complete lead was returned in one piece with a damaged helix and clogged with blood/tissue. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-40439. It was reported that in (B)(6) 2023, the right atrial (ra) lead was found to be dislodged during a follow-up clinic visit. Both leads were not able to sense or pace. When the patient presented for a revision, x-ray was performed, and both the ra and right ventricular (rv) leads were dislodged and twisted around each other. Both leads were extracted, and new ra and rv leads were implanted. There were no adverse health consequences, the patient was stable.